Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # 805c41. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 805c41, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/15/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Complaint additional information - we received 2 tx30v instead of 1 tx30b and 1 tx30g. The information that was provided, was that during the case a tx30g and tx30b stapler were tried and were both difficult to load the white vascular reload. I believe what happened was during the case they were trying to load a white vascular 30 reload into a tx30b/tx30g but those cannot be interchanged. They did not use either stapler during the case to fire, reason for compliant was reload not being able to be changed easily. Staff has been informed that the tx30 vascular reloads cannot be interchanged with the blue and green. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? 2. How was the bleeding controlled? 3. Did the patient require a transfusion? 4. Could you please clarify if there were any patient consequences? 5. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was that during an unknown surgery; pve35a stapler fired 2/3 of the way. Tx30g- white vascular reload was difficult to reload. Tx30b- white vascular was difficult to load. Patient experience 1500 cc blood loss. Surgery was delayed by hours. No patient consequences reported. No further information is available.